Event description:
It was observed during the device inspection, that the gastrointestinal videoscope experienced an e226 error and had residual adhesive on the bending rubber. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.